Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp). The cause of the charging issue was determined but hcp did not specify/indicate what the cause was. The recharging issue has been resolved. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
Date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that the patient had issues getting their implant to charge and the manufacturer's representative advised the patient use adhesive discs. The representative tweaked their stimulation a few times to try and help the patient. Adhesive discs were sent to the patient to help with the recharging issues. No symptoms or further complications reported.